Event description:
The customer reported trouble with the 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported trouble with 12 lead ECG. There was no reported adverse pt impact. The phillips field service engineer evaluated the device ECG cables and no trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(4) 2012, the customer has not reported any further trouble with this device.